Event description:
It was reported that the ilet device did not charge with the user's charger, though it previously accepted charge with a different charger, and the device later became unresponsive due to low battery; a replacement charger was ordered, and the user was advised to perform troubleshooting at home. No clinical symptoms associated with very low battery with loss of device power reported. Outcomes included interruption of therapy due to power loss without hospitalization. Investigation included remote troubleshooting triage and provision of a replacement external power supply for evaluation. Investigation of this case revealed a suspected external power supply or charging interface issue resulting in failure to charge and subsequent device power depletion. It was concluded, based on previously established findings for similar reports, that the cause was likely an external power supply problem or user environment factor affecting charging.

Manufacturer narrative:
Initial.